Event description:
Customer reported device = 39 mg/dl. Customer was confused and fell. Custoemr was taken to the e.r. (ER). Customer was given "pop" and juice. Customer remained in the hosp for a couple of hours prior to release. The day before, device = 197 mg/dl at 9:17 pm and customer went to the hosp. Hosp device = 66 mg/dl. Lab work was performed, however could not remember the result. Treatment infor was not provided. No controls were used. Strips were expired. A request was made for return product and replacement product was sent.